Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor. The motor was tested outside the device and passed. Device passed displacement test, rewind test, basic occlusion test and prime or a33 test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm and unable to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.